Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The sudden and frequent episodes of diarrhea started in mid-(B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor patient was implanted for leaking and urgency and it was reported that patient had sudden episodes of diarrhea. Patient stated that the first time it happened they thought it was a virus and but then it increased in frequency to about 7-8 episode a day. Patient turned down stimulation but it did not helped and so they turn it completely off but was still experiencing episodes of diarrhea. No fall or trauma was related to this however patient said they were under stress for the lost of their job and a parent. Patient has an appointment with their health care professional on (B)(6) 2017. No further complications were noted or anticipated.